Event description:
Same case as 2134265-2012-08325 and 2134265-2012-08326. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. The ilab cart motordrive exerts no traction and failed to perform an automatic pullpack. No patient complications were reported. Additional information has been requested, but not obtained.

Event description:
Same case as 2134265-2012-08325 and 2134265-2012-08326. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. The ilab cart motordrive exerts no traction and failed to perform an automatic pullpack. No patient complications were reported. Additional information has been requested, but not obtained.

Manufacturer narrative:
Device evaluation: the unit was received in good condition with no visible damage or defects observed. During functional testing the device failed to pullback. The probable cause of failure is a defective assembly clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear as the assembly clutch was manufactured september 2007. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).